Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the pump was not dispensing insulin and caused diabetic ketoacidosis. The customer¿s blood glucose level was unknown. It was unknown about auto mode feature. Troubleshooting was not performed. No further patient complications were reported. The insulin pump will not be returned for analysis.

Event description:
Customer reported via phone call that they experienced high blood glucose with diabetic ketoacidosis. The device was returned for the analysis.

Manufacturer narrative:
Retainer ring = missing. Case type = ngp. Customer returned pump for an alleged possible under delivery and was hospitalized for high bgs and dka found on 22-dec-2022. Also, on (B)(4), svn#: (B)(6)- customer returned pump for an alleged low battery life or low battery alert, unexpected e/a alarm and cosmetic damage located at the belt clip rails and case found on 21-sep-2022. Pump was received with a missing reservoir tube o-ring, a broken reservoir tube lip, a missing retainer, a scratched case and a broken belt clip rails. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, displacement accuracy test and occlusion test due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. The pump was monitored for several hours and no unexpected low battery life or low battery alarm noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 22-dec-2022, there is no unexpected alarms/suspends and found bolus wizard delivery of dailytotalofbolusinsulindelivered = 32.6 u. 12/22/2022 00:53:04.000 normalbolusdelivered normalbolusamountprogrammed = 0.5 bolusamountdelivered = 0.5 12/22/2022 04:28:28.000 normalbolusdelivered normalbolusamountprogrammed = 3.4 bolusamountdelivered = 3.4 12/22/2022 10:57:30.000 normalbolusdelivered normalbolusamountprogrammed = 6 bolusamountdelivered = 6 12/22/2022 17:16:06.000 normalbolusdelivered normalbolusamountprogrammed = 5.8 bolusamountdelivered = 5.8 12/22/2022 21:14:10.000 normalbolusdelivered normalbolusamountprogrammed = 3.3 bolusamountdelivered = 3.3 12/22/2022 22:37:06.000 normalbolusdelivered normalbolusamountprogrammed = 4 bolusamountdelivered = 4 12/22/2022 22:49:56.000 normalbolusdelivered normalbolusamountprogrammed = 4.7 bolusamountdelivered = 4.7 12/22/2022 23:17:38.000 normalbolusdelivered normalbolusamountprogrammed = 4.9 bolusamountdelivered = 4.9 no unexpected e/a alarm recorded in the formatted history file for the event date of 21-sep-2022. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date of 21-sep-2022. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. ¿ unable to lock a test p-cap into the reservoir compartment due to a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. The following were also noted during visual inspection: a missing display window/cover, a keypad overlay peeling, a cracked battery tube threads, a cracked case and a serial number label fading. Cosmetic damage was confirmed at the case and belt clip rails. A missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer were confirmed. Unable to verify possible under delivery, unexpected e/a alarm and complete the functional testing (perform the displacement test, occlusion test and dat) due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Unable to verify customer alleged for high bgs and dka. Customer alleged for possible under delivery and unexpected e/a alarm was unknown. Low battery life or low battery alert was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.